Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model fb-18v is available in the USA with a 510k number k951199. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the suction nipple loose. Based on the result, we concluded that it was caused due to the excessive force applied on the suction nipple. In addition, our technician confirmed that the ocular fluid damage, the insertion flexible tube coating damage, the cfb (coherent fiber bundle) broken, the insertion flexible tube compressed (short in length), the operation channel (primary) buckled, the angle wire play, the control body corroded, the forward body frame corroded, the bending rubber gluing missing, the screen mask deformed, the operation channel (primary) leak, the bending rubber leak, the body cover grip leak, the ocular dirty, the segment hard to move, the insertion flexible tube lump/wave, and the cfb (coherent fiber bundle) smudge on fiber image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Suction nipple loosened.